Event description:
I had a recurrent eye infection! The first time I went to the eye dr, he said that it was a case of pink eye and prescribed eye drops and told me not to use my contacts for a week or so. The second time it occurred, my left eye become red and itchy and the bottom eye lid was swollen and the eye dr believed that it was a sty and pink eye again and prescribed more eye medicine! Then it would occur every time I wore my contacts and last for a week or two after discontinuing the use of them and wearing my glasses! I received the cdc warning about the contact solution produced by amo named complete moisture plus, I used several of their products for soaking my contacts, disinfecting them and also the lubrication drops for my eyes! I have scheduled another eye appt for monday morning to try and rid the eye infection!. Dose: 1/2 fl oz. Frequency: 1-2 times day. Route: intraocular. Dates of use: pass 6 months. Diagnosis or reason for use: contact lens wearer.